Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to poor hygiene and improper technique (no further detail was provided). Treatment was not reported. No further detail was provided regarding whether the patient was hospitalized for the event or regarding the outcome of the peritonitis. On an unreported date, dianeal therapies were discontinued and the pd catheter was removed. No additional information is available.